Manufacturer narrative:
The product was returned. Per results relayed by the engineer: the damage to the inner petg tray and poly bag was confirmed. The poly bag has since been replaced by a polyurethane version that provides superior abrasion and puncture resistance. The inner tray has not been changed, but has been validated under a worst case simulated distribution environment per packaging performance validation file #248. Extreme distribution events, most likely due to the loaner model, are the cause of the damage and fall beyond the worst case range. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues for this part/lot. Inconclusive-root cause cannot be determined; design deficiency notified biomet (B)(4) of completion of investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the loaner department that the inner blister is damaged as well as the inner pouch containing the implant. Tiny part of the damaged pouch are all over the implant and inner blister.